Event description:
It was reported that the physician performed an automatic set up for this subcutaneous implantable cardioverter defibrillator (s-ICD) and it shows the patient does not pass in any of the vectors. The device recorded oversensing which led to inappropriate shocks being delivered. Technical services (ts) reviewed the device data and discussed the r:t ratio may not be good enough as the automatic set up fails in some postures. Programming considerations were also provided. The s-ICD remains in service. No additional adverse patient effects were reported.